Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it resets.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the curring controlling q1 transistor was thermally damaged. The cause of the resets is the damaged transistor. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective charger/ modem.